Manufacturer narrative:
Previously submitted codes no longer apply, the codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the uti was not related to the device or therapy. No further complications were reported.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been feeling discomfort like a urinary tract infection (uti), burning, pressure in the vaginal area, and it hurt to even walk. The patient also reported having a headache, like having the flu or something, but no temperature. The patient noted these symptoms had not subsided even after drinking water and taking pyridium. The patient stated the urinary culture results were negative, but the healthcare provider was doing another culture. The patient noted their urinary frequency symptoms had decreased by 50% and that was what their healthcare provider told them the expectations were. The patient stated they went for follow up appointment the week before the call and the healthcare provider stated everything looked fine, but the burning sensation had just started around that time. The caller was redirected to their healthcare provider. On (B)(6) 2019 the patient reported they were getting over a uti, and they were voiding just fine until they had the uti. The patient reported they shut their ins off for a while. No further complications were reported.